Event description:
The customer reported that the system intermittently would not produce x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following circuit boards were cleaned and reseated: the gib, ffb and hv supply regulator. The candlesticks were regreased, and the generator and filament were recalibrated. The system was then found to be operating as intended.